Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field - h6 (type of investigation, component code).

Event description:
It was reported by the customer via emergency support program line, that the intra aortic balloon (iab) linear 40cc had clotted inner lumen and difficult or unable to monitor arterial waveform. There were no patient harm or injury was reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID:(B)(4).

Manufacturer narrative:
Updated fields: b4,d1,d4(catlog,model,UDI),g2,g3,g6,h2,h6(type of investigation, investigation findings,component code, conclusion),h11. Nurse called for assistance with a clotted inner lumen of a linear catheter during use. The patient had arrived from the operating room the previous day and the arterial waveform on the pump was lost with inability to aspirate or flush. The nurse was advised to cap and label the inner lumen as clotted inner lumen do not use to prevent further use. She was also instructed to notify the provider at the bedside and to use an alternate arterial site such as the radial line for pressure monitoring. The nurse agreed with the plan and complaint information was obtained. The bedside team agreed to return the catheter after discontinuation and reported no further needs.

Event description:
N/a.